Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin on board (iob) reading was inaccurate. Customer's blood glucose level ranged between 200-250 mg/dl. Reportedly, customer continued to use pump for insulin therapy. Multiple attempts were made to follow up with the customer on the reported issue; however, no response from the customer was received.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.